Manufacturer narrative:
Device evaluation: result - no samples (including photos) were returned. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that at 6 pm on (B)(6) 2016, the patient was injecting novorapid with the suspect device when insulin spilled out onto her skin. When the patient removed the device from the injection site, the needle had broken off. She used a mirror to look for the needle on the floor but could not see it. The patient reports she could feel the needle just under the skin with her finger but could not see it. The following morning she called her regular doctor who instructed her to have an x-ray. The doctor at the x-ray center could not detect the broken needle and sent the patient home with the cd of her x-ray. The patient dropped off the cd with her regular doctor and was waiting to hear back from him. She states there is a small red mark on her abdomen where the needle broke off. Per report, the doctor was aware of the red mark but no additional interventions were provided at the time. The patient then saw her doctor the following week and the doctor noted the site was infected. The doctor gave her antibiotic ointment although the patient does not feel the ointment is working. The x-rays were reviewed and no needle was detected. The patient reports using an alcohol swab before and after her injections.

Manufacturer narrative:
Device evaluation: result - the customer returned (87) sealed 8mm, 31g pen needles with the shelf carton from lot # 5328876. Thirty (30) out of the 87 returned pen needles were examined and no bent or broken IV or np end of the cannula was observed on any of the examined samples. Conclusion - bd was not able to duplicate or confirm the customer's indicated failure. An absolute root cause for this incident cannot be determined.